Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caregiver reported that the customer received a "connect to computer" message on the display of his adc freestyle libre reader. Caller further reported that on (B)(6) 2018, the customer experienced hypoglycemic symptoms described as seizures, loss of consciousness, and "semi-coma". Caller reported that emergency medical services measured the customer's blood sugar and no medication was administered, but that the caller does not know the exact treatment rendered. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated. Visual inspection performed on the returned reader, no issue observed. The reader powered on with button depression and with the usb cable. Unplugged the usb cable from the reader, a "pc" message was not observed. The complaint is not confirmed.

Event description:
Caregiver reported that the customer received a "connect to computer" message on the display of his adc freestyle libre reader. Caller further reported that on (B)(6) 2018, the customer experienced hypoglycemic symptoms described as seizures, loss of consciousness, and "semi-coma". Caller reported that emergency medical services measured the customer's blood sugar and no medication was administered, but that the caller does not know the exact treatment rendered. There was no report of death, serious injury, or mistreatment associated with this event.